Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The instructions for use caution that patients undergoing av nodal modification or ablation of septal accessory pathways are at risk for inadvertent av block. It is advisable to monitor av conduction closely during rf power delivery. Immediately terminate energy delivery if partial or complete av block is noted.

Event description:
During an atrioventricular nodal reentry tachycardia procedure, the patient went into heart block. During the last ablation, a slow junctional rhythm was achieved with premature ventricular contractions which lead to complete heart block. Pacing of the right ventricle was initiated immediately, and after approximately 45 minutes there was no return of an underlying rhythm. As a result, a permanent pacemaker was placed in the patient.